Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance measurement was confirmed. A broken ground case wire was the cause for the high impedance. Late due to re-evaluation of event.

Event description:
It was reported that at follow-up, low impedance was observed. When the patient stood up, impedance was high. Lead was capped and ICD was explanted.